Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the customer was received with insulin pump error. The blood glucose was 6.1 mmol/l at the time of the incident. It was also reported that the middle button and the down arrow button are not working and also that pump and meter have become disconnected. Run the self-test and error occurred again. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test and self test. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. Pump error 63 alarm confirmed in the pump history due to broken trace on u1 keypad assembly. Unit was communicated properly with blood glucose meter. Unit was received with faded serial number label.